Event description:
During a low anterior resection on an unknown date the ax55g was fired low on the rectum. The staples came out but did not form. It is unknown if the pin was properly seated. The case was completed by doing an abdominal perineal resection that was unrelated to the reported event. There was no consequence to the pt.